Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin, prejowl, and marionette area with 1 syringe of juvéderm® volux¿ xc and 1 syringe of juvéderm® voluma¿ xc. Six months later, the patient was injected with botox®. A month later, the patient developed ¿weeping¿ from the ears and ¿rashes¿ over the body due to a non-device related ¿nickel allergy¿ caused by wearing jewelry that contained nickel. Four days later, the patient noticed ¿painless nodules¿ at the injection sites. The patient took benadryl, which helped the event a little. The patient was then given a prednisone taper, and antihistamines were recommended. Event was ongoing. This file captured the juvéderm® voluma¿ xc.